Event description:
A customer contacted stryker to report that their device would power off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The root cause of the reported issue was determined to be due to deformed battery pins. After replacing the battery pins and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would power off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.